Event description:
The patient presented to their healthcare provider (hcp) with signs of skin irritation and allergic reaction allegedly caused by the zio xt. The patient experienced redness and blisters with broken skin. The device was removed and the patient was prescribed unknown antibiotics.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt device for 5 of the 14 days prescribed. The patient has sensitive skin but no known history of reactions to medical adhesives. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting sensitivity cannot be ruled out as a contributory factor. Skin irritation and allergic reaction are known inherent risks of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of retrospective review from january 2021 till august 2025. A CAPA (2024-0036) was initiated on 29th september 2024 to implement corrective actions. Device performance and/or risk profile are not impacted.